Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, seizure, dyspareunia, female sexual dysfunction, dysmenorrhoea, psychological trauma, vaginal discharge, fatigue and nausea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, nausea, pelvic pain, psychological trauma, seizure and vaginal discharge to be related to essure. The reporter commented: need for additional surgery plaintiff received treatment for dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea (cramping), diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: reporter information updated. New events " dyspareunia (painful sexual intercourse), apareunia, dysmenorrhea (cramping), allergic reaction, seizures, psych injury, vaginal discharge, fatigue, nausea" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.